Event description:
It was reported that error code 8, (end of service (eos)-pulse disabled message) was observed on a recently implanted generator. The patient had an increased seizures as a result. The generator was programmed back on and system diagnostics were performed, and the diagnostics results were ok generator data was received and a decoder was reviewed. There were 3 recorded interrogation events and no system diagnostics recorded. The generator was noted to be at eos threshold pulse disabled status. However, the estimated charge consumed showed that the generator is not expected to be at eos. The measured battery voltage showed an ok battery status. Internal investigation found that some generators may show an eos = yes message and become pulse disabled prematurely, despite the battery voltage not actually being at an eos battery voltage. While no definitive root cause was identified, the investigation determined that the most likely root cause is a transient high current event. However, the mechanism resulting in the event has not been determined.

Event description:
The device was replaced due to battery depletion. The explanted device has not been received for analysis to date.